Event description:
Study no: (B)(6). Clinical adverse event received for dementia. Device and procedure (relatedness). Device related: not related. Procedure related: not related. Device location: right. Treatment/impact: led to death: yes, requires inpatient hospitalization: yes, medical intervention/ modification: yes, outcome: fatal, date of resolution/death: (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).